Manufacturer narrative:
The reported events of extrusion and infection (early onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: severe breast and chest deformity after sustaining a traumatic series of events. [Patient] developed significant infections during this time, leading to extrusion of [their] implants. These are known potential adverse events addressed in the product labeling.

Event description:
Health professional reported right side previous "severe breast and chest deformity after sustaining a traumatic series of events. [Patient] developed significant infections during this time, leading to extrusion of [their] implants". Manufacturer of the device is unknown. Device was explanted.